Event description:
A malfunction occurred, with malfunction code malf 0 displayed, but no notable events occurred prior to the incident. There was no reported impact on the customer's blood glucose level, and the customer declined to answer whether their blood glucose exceeded 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to call back if the malfunction code appeared again.